Event description:
It was reported that customer experienced cgm error related to sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for pump reset, successfully completed reset, and then successfully started new sensor session without error recurring.